Event description:
The customer reported device restarted messages and were not able to run the operational check test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported device restarted messages and were not able to run the operational check test. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.